Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic duodenoscopy procedure performed with an video duodenoscope equipped with a distal cap, once the second portion of the duodenum near the papilla was reached, the operator found it impossible to straighten the distal portion of the instrument, despite repeated maneuvers of the control levers (up/down and left/right). The endoscopic image consistently showed mucosa, suggesting possible anchoring of the distal portion to the duodenal wall. After several attempts at repositioning, the operator reported having to extract the instrument with some force up to the stomach. Once removed, it was observed that the distal cap did not fit perfectly to the tip, being raised by about 2 mm. To assess for any lesions of the duodenal wall, the operator then performed a check with a video gastroscope, which revealed an abrasion of a few centimeters of the duodenal mucosa, which was promptly treated by applying clips. The patient reported no significant complications. The procedure was completed with the same device. The lifting of the distal cap observed after extraction could indicate initial mal positioning, which would have favored adhesion to the mucosa and consequent abrasion during the removal maneuver. In addition, further anomalies of the instrument were detected, including a visibly deformed distal portion, an unstable elevator when fully raised, and abnormal creaking noises during the maneuver of the distal tip.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following malfunction was identified during the device evaluation: z-block has corrosion. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause of the additional failure is not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.